Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect (B)(6) reagent has generated a (B)(6) result on a patient sample. The initial result was 30.1 mui/ml and the retest result was < 1.5 mui/ml. The account stated that the patient is in therapy and is on birth control. No further patient information was provided. There was no adverse impact to patient management reported.